Event description:
It was reported that an arteriotomy closure of a non calcified, scarred right common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, after the clip was deployed, the device was stuck and difficult to remove. Per the instructions for use, the safety release mechanisms were used to remove the device. Hemostasis was achieved by the device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip-deployed and the returned condition substantiated the reported difficulty of removing the device after firing the clip. Inspection of the returned device indicated that the vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in the reported difficult device removal. However, consistent with the reported information, the access ports were utilized to unlock the locking mechanism on the thumb advancer to facilitate the device removal per the starclose se instructions for use. The clip achieved hemostasis. Possible contributing factors for bent wings that resulted in difficult device removal after firing the clip include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The vessel locator wings were inspected for proper assembly during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment techniques, which could have contributed to bent locator wings. Reportedly, the patient had prior arteriotomy and groin scarring, which could present challenging anatomical conditions that could have contributed to bent vessel locator wings. Based on manufacturing inspection criteria and analysis of the device, the probable cause for bent vessel locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the device removal. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.